Event description:
This procedure was performed in the right sfa: no pre-dilation. The distal tip of the catheter sheared off during most deployment, while removing the catheter. The tip was left in the pt. Patient is going to surgery to find the tip and remove.